Manufacturer narrative:
The reported event was confirmed. Evaluation found the catheter was unable to be deflated due to deformed snip eye. This reported event was confirmed as manufacturing related issue which was due to operator error, poor snipping process. The device history record was reviewed and found a possible manufacturing issue that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[intended use & effect-efficacy] the device is a tray kit product that is used for the purpose of urinary drainage and measurement of core body temperature. It combines a balloon catheter with temperature-sensing designed to be placed in the bladder, and a urinary drainage bag. [Directions for use] 1. Method of use the device is intended for single use only and is not reusable. 2. Precautions for use 11) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter balloon was difficult to deflate on the next day after use. Although the catheter was cut, a little of water remained in the balloon. Eventually, the catheter was pulled out of the patient with the balloon inflated about 1.5cm. It was further reported the patient had slight "urethral injury". No medical intervention reported. Per additional information received via mail from ibc on 27jul2020, the "urethral injury" was confirmed to had healed without any treatment.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate on the next day after use. Although the catheter was cut, a little of water remained in the balloon. Eventually, the catheter was pulled out of the patient with the balloon inflated about 1.5cm. It was further reported the patient had slight urethral injury. No medical intervention reported.